Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient developed hematoma at device site. The device was explanted and replaced.